Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 07k78, that has a similar product distributed in the us with the same list number, and a 510k/PMA/bla number of k983424.

Event description:
The customer reported a false positive architect total b-hcg result for one patient. The following data was provided: sample 1 (42 year old female): initial result = 37.89 iu/l, repeat = same result. A new sample was collected which generated a negative result of <1.2 iu/l. No impact to patient management was reported.